Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in gauze. Visual inspection found the haptic torn with debris throughout the lens. Claim # (B)(4).

Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. Lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter states a 12.6mm micl12.6 implantable collamer lens -13.5 diopter was implanted into the patient's left (os) eye on (B)(6) 2018. Reportedly on (B)(6) 2021 the lens was explanted due to a cataract forming.